Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a pentaray nav catheter and an irrigation issue (during use on the patient) was observed. The catheter presented problem in the irrigation channel and obstruction, consequently making it impossible to insert the catheter into the patient. After identification of the problem, under the biosense webster representative guidance, the catheter was replaced. After replacement, the catheter worked without problems. No patient consequence reported. Additional information was received on 20-jun-2025. The suspicious device for the reported flow/irrigation problem was the pentaray nav catheter. Sheath was not wrapped. The problem was noticed by the doctor when he was reinserting the catheter as the catheter tip was not being irrigated. For the pentaray nav catheter, no specific pump was used, but a pressure bag was used. No generator used for this catheter. No flow change at the beginning of the ablation. The doctor upon noting, requested that the irrigation of the equipment be opened, not obtaining result. Then he asked the biosense webster representative to increase the pressure of the pressure bag, also not obtaining a result. For the patient's safety, the doctor suggested that the pentaray nav catheter be replaced. Thus, managing to proceed with the procedure without harm to the patient. This event was originally considered non-reportable, however, bwi became aware on 20-jun-2025 that when the doctor was reinserting the catheter, he noticed that the catheter tip was not being irrigated and have reassessed the event as reportable. The awareness date for this record is 20-jun-2025.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a pentaray nav catheter. The catheter presented problem in the irrigation channel and obstruction, consequently making it impossible to insert the catheter into the patient. The device evaluation was completed on 22-jul-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).